Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during input patient information in a cori assisted surgery, the real intelligence cori suddenly went black. After reboot there was no problem. The procedure was completed, with a non-significant delay, using the same device. Patient was not harmed beyond the problem reported. After the procedure, they verified this event when a "blue icon of a person reading a book" was displayed and they had to force shutdown.

Event description:
It was reported that, during input patient information in a cori assisted surgery, the real intelligence cori suddenly went black. After reboot there was no problem. The procedure was completed, with a non-significant delay, using the same device. Patient was not harmed beyond the problem reported. After the procedure, they verified this event when a "blue icon of a person reading a book" was displayed and they had to force shutdown. It was found that the real intelligence tablet would flicker/blackout during the flex of the cable and when the drill connector make contact to the console drill port.

Manufacturer narrative:
H3, h6: the cori tablet, rob10027, sn (B)(6) intended for used in treatment, was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identify visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The tablet was connected to a cori system and blackout/flicker occurred during the cable flexing and when the drill connector contacted the console drill port. The most likely cause of this event is esd interference and/or signal noise that causes the tablet to shut off to prevent current overload. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the scope of this complaint and further investigation into the reported failure is being conducted to determine if additional escalation actions are required. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Further investigation into the reported failure and remediation is being conducted to determine if additional actions are required. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. B4: description updated. D1, d2, brand name and product code corrected. D4: serial, catalog and UDI number updated. G4: 510(k)number updated.

Manufacturer narrative:
The cori tablet, rob10027, sn (B)(6), intended for used in treatment, was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The tablet was connected to a cori system and blackout/flicker occurred during the cable flexing and when the drill connector contacted the console drill port. The most likely cause of the reported issue is related to esd interference and/or signal noise which caused the tablet to shut off to prevent current overload. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the part number or serial number and scope of this complaint, and no further escalation action is required. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Initial changes were implemented with a firmware and cable update and additional corrective actions have been initiated. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.